Event description:
The article, "opportunistic CT fatty muscle fraction for outcome prediction in patients undergoing transcatheter mitral valve edge-to-edge repair", was reviewed. This research article is a retrospective single-center experience to evaluate the prognostic valve of fatty muscle fraction (fmf), opportunistically derived from routine preprocedural computed tomography (CT), for 1-year all-cause mortality in elderly patients undergoing mitral transcatheter edge-to-edge repair (m-teer). The devices included in the study were mitraclip and pascal. The article concluded that CT-derived fmf is independently associated with all-cause mortality in patients undergoing m-teer. [The primary and corresponding author was johanna vogelhuber, department of internal medicine ii, university hospital bonn, venusberg campus 1, 53127 bonn, germany, with corresponding e-mail: johannavogelhuber@ukbonn.de.]. This study included patients who underwent m-teer from 01 january 2010 to 31 december 2022. A total of 197 patients were included in the study, of which 89.8% (177) received and abbott device. The median age was 79.3 years. The majority gender was male. Comorbidities included coronary artery disease, atrial fibrillation, chronic obstructive pulmonary disease, peripheral artery disease, cerebral artery disease, dyslipidemia, prior myocardial infarction, and mitral regurgitation.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip delivery system were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, atrial fibrillation, chronic obstructive pulmonary disease, peripheral artery disease, cerebral artery disease, dyslipidemia, prior myocardial infarction, and mitral regurgitation. Complications reported included shock, vascular dissection, bleeding, renal failure, unexpected medical intervention, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: opportunistic CT fatty muscle fraction for outcome prediction in patients undergoing transcatheter mitral valve edge-to-edge repair b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.